Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This complaint is for a report of a use error during an system error (se) 2240 where the home patient stated they disconnected and reconnected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Section ¿troubleshooting¿ provides step-by-step instructions for properly disconnecting during emergencies. Section ¿troubleshooting¿ provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. This review finds the labeling accessible, accurate, and adequate for the related use error(s) in the complaint.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm during initial drain on the home choice (hc). The home patient (hp) stated they disconnected during the drain to go to the bathroom and did not clamp or cap the set patient line. The hp reconnected after the alarm. The technical service representative (tsr) explained the alarm and assisted to end therapy. The hp would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.